Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming with the screen message, "41541," indicating a latch lock issue. Per reporter, this event occurred during testing and there was no physical damage. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
D9: device received on 7/10/24. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. A worn downstream occlusion (dso) seal was found. The customer's reported problem was duplicated, and it was found that the latch lock flex was not functioning as intended. The latch lock flex was the main cause of the issue. The latch lock flex and dso seal were replaced to fix the issue.